Manufacturer narrative:
Component code - device subassembly = rinse line.

Event description:
The customer stated that they received erroneous results for three patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. The erroneous results were not reported outside of the laboratory. The samples were repeated on another analyzer and the repeat results were believed to be correct. The first sample initially resulted with a gluc3 value of 15.8 mg/dl, which repeated as 80.1 mg/dl. The second sample initially resulted with a gluc3 value of 25.2 mg/dl, which repeated as 99.7 mg/dl. The first sample initially resulted with a gluc3 value of 28.6 mg/dl, which repeated as 269.1 mg/dl. The patients were not adversely affected. The gluc3 reagent lot number was 32296501, with an expiration date of 31-jul-2018. The field service engineer could not determine a cause. He ran a precision check and this passed. The customer called back again stating that they continued to have issue with patient samples tested for gluc3 and also had issues with albumin patient results. No further details were provided. The customer requested service. The field service engineer determined that a rinse line was mis-adjusted. He adjusted the rinse line. The customer ran controls and all were ok. The provided control data was within range. No alarms were noted on the last calibration performed on (B)(6) 2018. Upon review of the alarm trace, abnormal sample probe aspiration alarms occurred on the day of the event. The investigation determined that the service actions resolved the issue.